Event description:
A patient reported experiencing inaccurrate erratic results with a surestep enhanced meter. Day one the patient's blood glucose results were 110mg/dl, 158mg/dl. Tests were done <10 minutes apart with a difference of 32%. The second day the patient's blood glucose results were 80mg/dl, 123mg/dl, 141mg/dl. Tests were done 5 minutes apart with a difference of 31%. Patient did not experience any adverse events. No further information has been reported.